Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels ranging from 30 to 50 (mg/dl); cause was unknown. Juice was consumed to treat bg level. System check was performed and verified that the pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.